Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube on the heartstring proximal seal system came off when the plunger was depressed after deploying the seal into the aorta. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was performed on the reported lot number. There were no non-conformities which could have contributed to the reported failure mode. Internal file number - (B)(4).